Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope's angle knob was hard. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage on bending tube, up/down knob does not move smoothly, due to damage on right/left knob, r/l knob does not move smoothly, due to wear of angle wire, the play of u/d knob is out of the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, adhesive on bending section cover has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, switch 1 has a cut, adhesive around objective lens is peeled, adhesive around light guide lens is peeled, plastic distal end cover has a dent, connecting tube has a scratch. As upon evaluation, foreign material was found in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle/channel with detergent solution.. According to the customer, the following details regarding the cds process were unknown :what the foreign material was. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.